Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer received an unspecified alarm. The customer's blood glucose was 174 mg/dl. Troubleshooting could not be performed as the issue occurred in the past. Reportedly, the customer continued to use the pump for insulin therapy.